Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Additional information indicated that the tip of the lead broke off and remained in the patient. The ra lead was partially abandoned. There were no additional adverse patient effects reported.